Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an infection at the pocket site post-operatively. It was noted antibiotic treatment was necessary. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information stated that the patient was treated with dual oral antibiotics, and had a prolonged hospital admission for IV antibiotics but "little change." It was also stated that the patient's chronic infection remained at the time of report.

Manufacturer narrative:
(B)(4).